Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. No sample received and no lot number provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the skin injury. Patient's age, gender and weight were estimated because actual demographics were not provided. This device was used on a patient without teeth despite the precautionary statement in the IFU. Additional inservicing and training was provided to the staff. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated.

Event description:
It was reported that the hospital applied an anchor fast device to an individual with sepsis and left the device in place for 10 days. Upon removal on day 10, a bilateral cheek injury was observed. It is not known if it was partial or full thickness. The wound was treated with synthomycine (chloramphenicol) antibiotic. The device was applied on an edentulous individual (without teeth).